Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked about the cause of not seeing a program they stated that it was not determined but it must need an update as the only programs present were programs 1-7 a, b, and c. When asked about the steps taken to resolve the issue they stated that it was not known how to fix it. They stated they would like a program that lessens detrusor muscle spasm or perhaps amplified hypogastric affects on lower bladder and proximal urethra. The issue was not yet resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the therapy wasn't working as well as it did in the beginning. The patient stated that they were starting to have spasms again and that during the trial, they had to remind themselves to go to the bathroom because they weren't getting spasms and it was working wonderfully but now, they were getting strong spasms again. Patient stated they were still getting a 50% or greater reduction in their symptoms but they were worried they'd be going back soon to the way they were before the trial, which was really bad spasms and they couldn't make it to the bathroom. Patient stated that the only programs that really worked for them was program 7. Patient stated that programs 2 and 6 also worked but not as well and that program 3 made their brain "feel weird" so they haven't tried program 3 again. Manufacturer representative (rep) was at the procedure and ended up adding programs a, b, c and d for the patient as it appeared the patient needed more than program 2, 6 and 7 working for their symptoms. Patient had called because they hadn't been able to locate the additional programs the rep added at implant. Patient services walked the patient through connecting to their settings and the patient was able to connect and see their program settings. Patient services had the patient scroll down and they saw programs a, b and c but not d. Patient stated it looked like the little line could go down further to where "d" might be but they were unable to bring it down further. Patient went to program c and still couldn't see program d. Patient stated they for sure had program d before. Patient services redirected the patient to follow up with their health care provider (hcp) about their programming concerns. Patient services reviewed stimulation and programming considerations with the patient as well as device description/function. Patient stated they hadn't realized to increase to where they could feel it. They stated they had been increasing the stimulation to where they could feel it and then backed it off again. Patients stated they wanted to go back to program 7 and increase the stimulation to a comfortable level. Patient stated they would monitor their symptoms and follow up with their hcp. Patient stated it didn't appear that the hcp had done many procedures and that the rep was a big help. Patient stated that they'd almost given up on the trial because nothing helped their symptoms until they got to program 7 and then they were invested. Patient asked patient services what the difference was between the spasms they were experiencing and their urgency. Patient services reviewed therapy indications and redirected the patient to follow up with their managing health care provider about their symptom concerns. Documented reported event. No further action was taken by patient services. Patient's relevant medical history included the patient stated their back had degenerative changes at l2-l3 with hypogastric. Patient also mentioned prior to getting the implant, they tried botox first and that it worked for a month and a half but then it stopped working for their symptoms so they tried it 2 more times but that didn't work so they ended up trialing for the therapy and going on to get the permanent implant.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.